Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that removal difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified mid left anterior descending artery. A 8mm x 2.75mm nc quantum apex balloon catheter was advanced for post dilatation. Once reached the required location, the balloon was expanded with minimal pressure. However, during post deflation, the surgeon was unable to draw back the balloon. The balloon was inflated and deflated to remove it out of vessel. Alternate dilation device was used to complete the procedure. There were no patient complications reported.